Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system was returned with saline on the tip coils, with no blood or contrast visible and the filter basket was returned retracted into the delivery sheath. These observations suggest that the device was at the preparation stage and had not entered into the patient anatomy. The shaping ribbon; however, was separated at two locations distal to the center solder and proximal to the tip ball. The separated shaping ribbon was still inside the coils with the tip ball still attached to the coils. In addition, the tip coils were stretched and smashed proximal to the tip ball, and the coils were completely stretched distal to the center solder. It is possible that interaction of the guide wire coils with the flushing tool rotating hemostatic valve during removal of the loaded delivery sheath with the filter basket, caused the tip coils to become stretched and smashed. Additional analysis through scanned electron microscopy attributed the shaping ribbon damage to tensile overload and mechanical damage. However, the distal end of the core appeared normal. Factors that can contribute to stretched tip coils include, but are not limited to, manufacturing, mishandling, or interactions with other accessory devices during the preparation or the procedure. To help ensure that the device discrepancy is not the result of manufacturing, all accunet devices are visually inspected for damage, such as basket/filter assembly and obturator. Delivery sheaths are also visually inspected for kinks, bends, and tip shape. A sampling of units from all catheter lots are dimensionally inspected on-line for tip outer diameter and tip length. In addition, the rx accunet load sheath and inspection stage verified that no bend or kinks are present in the guide wire. Additionally, just prior to inserting the guide wire into the flusher, it is confirmed that the tip coil is straight with no obvious coil damage such as kinks, protrusion, or bends. Immediately after inserting into the flusher, re-inspection of the device is performed for bent or elongated tip coils. No product anomalies were reported during the device inspection prior to use and delivery system preparation. The rx accunet 3in1 instructions for use indicate that "guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage." The event appears to be related to operational context of the device. A review of the finished device lot history records did not reveal any non-conformities which could have contributed to the reported event.

Event description:
Device malfunction: stretched tip. Separated shaping ribbon. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that during device preparation, after loading the filter into the sheath, the device was removed from the tray and it was noticed that the guide wire tip was completely stretched; approximately 20 cm in length. The device was not used and there was no patient involvement. Though requested, no additional information was provided. During abbott vascular device analysis, it was found that the shaping ribbon was separated.